Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. The image was consistent with the complaint of a broken cable. Isi did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to have a damaged cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. There was no detached or broken material on the distal end. No fragment(s) fell into the patient. An image was provided for review.